Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
Patient was revised approximately 19 months post implantation due to the yoke fracturing causing the patients knee to hyperextend. The hinge, yoke and polyethylene components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03426 / 03427).

Event description:
Patient underwent a knee revision procedure due to unknown reasons.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Yoke, tibial bushing, locking pin, femoral bushing, rs axle and tibial bearing are returned for evaluation. As received, the yoke fractured. The tibial bearing exhibited heavy damage which likely caused during explantation. Tibial bushing, locking pin and femoral bushing exhibited damage which likely caused during explantation. X-ray reviewer stated "the complaint of yoke fracture cannot be confirmed from the provided images. However, there is suggestion that alignment is slightly subluxed (tibial component appears slightly anteriorly positioned on the lateral views)." It is noted in (B)(6) 2016 operative notes that "the yoke had partially come through the top part of the implant." Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device identified fracturing. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical product(s): oss poly tibial bushing, cat#: 150476, lot#: 337250; oss poly lock pin, cat#: 150478, lot #: 300210; oss rs fem bushings, cat#: 161034, lot#: 369010. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient has been indicated for a knee revision procedure approximately 19 months post implantation due to unknown reasons. No revision has currently been reported.